Event description:
It was reported that the user received a sensor failed notification and experienced difficulty starting a new dexcom sensor. Investigation included user interview and troubleshooting of cgm configuration. During troubleshooting, the user was guided to toggle the cgm setting from g6 to g7, after which the new sensor was able to start successfully. No malfunction of the ilet device was confirmed, and the issue resolved with configuration adjustment. The event was attributable to cgm setup configuration rather than a device failure. A follow-up report will be submitted if additional issues are reported or if device evaluation identifies new findings.